Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the gap between the acoustic lens and ultrasound probe could not be identified. Per the instruction manual, the following description for evis exera ii ultrasound gastrovideoscope olympus gf type uct180 are found in the instruction manual: important information ¿ please read before use warnings and cautions warning ¿ "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found a gap between the acoustic lens and ultrasound probe. Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited a gap between the acoustic lens and ultrasound probe. There was no patient involved.